Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedances on the right atrial (ra) lead, measuring greater than 3000 ohms. It was noted that impedances have been increasing for several months. The device was re-programmed and measures will be decided at the patients next follow-up. At this time, the device and ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedances on the right atrial (ra) lead, measuring greater than 3000 ohms. It was noted that impedances have been increasing for several months. The device was re-programmed, and measures will be decided at the patients next follow-up. At this time, the device and ra lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this right atrial (ra) lead migrated to the patient's clavicle area. The plan was to revise the lead. However, during the revision procedure when the physician pulled on the lead, the lead broke. Subsequently, the cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced successfully. No additional adverse patient effects were reported.